Manufacturer narrative:
Eval summary: it is reported that the surgeon could not attach the posterior augment blocks to the nexgen lcck femoral component. Different attempts were made with different blocks, tools, and approaches without success. The surgeon ended up utilizing bone cement to affix the augment block to the femoral component. The femoral and one augment block remain in-vivo and the remaining augment block was not returned for eval. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the surgeon could not get the posterior augment into the femoral component, despite having put two augments on the medial side. The surgeon ended up utilizing bone cement to affix the augment block to the femoral component.